Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator had turned itself off without the use of the remote on multiple occasions over the past couple of months. The device remains implanted and in service. The patient was asked to call customer service for troubleshooting to address the possible issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they spoke to the patient today. The patient stated the issue (stimulation turning off without use of remote) has occurred twice since the original report. The patient has not called customer service, but said they will call immediately if it happens again. The rep noted the cause had not been determined, and no actions had been taken; the rep asked the patient again to call customer service when or if it happens again. The issue was not resolved. Additional information was received from the patient. The reason for call was patient mentioned that the stimulation keeps on turning off intermittently for months. Patient mentioned that they have called in since february and that they have reached out to their rep. Agent reviewed that if implants get depleted, stimulation will turn off and they have to manually turn it back on. Patient mentioned that they make sure there's always enough battery on the implant. Agent asked about adaptivstim as that will also be another cause. When position changes and it drops down to zero, patient would think it will be off. However, patient mentioned that they're not familiar with adaptive stim. Agent redirected the patient and sent a message to the field reps for visibility. The rep later reported the issue was not the adaptive stimulation turning itself down to 0.0, but the issue was that the stimulation therapy was being turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the issue was not determined and the issue has not been resolved. They reported the patient spoke with patient services (pss) who suggested the rep should meet with the patient, interrogate the patient with their clinician application and to call technical services if further assistance is needed. The meeting is set for (B)(6) 2025.

Event description:
Additional information was received, it was reported the representative met with the patient on october 1st. It was determined the most likely cause of the event was the stimulator turned off due to low battery. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.